Event description:
The customer reported to olympus, the hd camera head had an image defect. The issue was found during a therapeutic procedure. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition the evaluation found; white scratches and scratches on the video connector contacts; also dirt on the camera head. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (4) four years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image defect due to a communication failure caused by scratches on the video connector contacts. The event can be prevented by following the instructions for use which state: -do not hit or bend the electrical contacts on the video connector. The connection to the video system center may be impaired and faulty contact can result olympus will continue to monitor field performance for this device.